Event description:
It was reported that there were high impedances of greater than 10,000 on electrode zero in all combinations when impedance testing was performed. It was unable to be determined which lead was 0-7 and which was 8-15. The implantable neurostimulator (ins) could not be ruled out as the issue. The issue was not resolved and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event and no patient adverse event. Electrode zero was not in use before the impedance test and was not in use or needed for effective therapy. The patient was receiving effective therapy and at the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).